Manufacturer narrative:
Received additional information on 2018-jul-05 that the correct ventilator serial number was (B)(4). This event was previously reported under MFR report # 8020893-2018-00281. Please reference MFR report # 8020893-2018-00281 for all information regarding this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the 840 ventilator generated an alarm and generated error codes indicating post (power on self test) failure and oxygen psol (proportional solenoid) valve stuck open and rendering the ventilator to become inoperative. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.